Event description:
During an anterior hip procedure, the niblet tip from the depuy (johnson and johnson) impactor broke off in the implant and was not retrievable. This has happened previously at a minimum of 5 times. Reported to FDA in march 2015. The impactor instrument broke off during use. The metal piece was embedded in the metal implant and was not retrievable. The company rep was present during the procedure and is aware of ongoing problem.